Event description:
Biomed received alaris pump, note on unit stating system error; 255-16-275. Did not recognize the error; performed functionality and safety checks. Upon start up, operating error occurred(800.8000).